Manufacturer narrative:
Additional information: remedial action initiated; correction/removal rpt number. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that the patient's left hip was revised due to severe pain. Surgeon reported that the head disassociated with the stem. Head and stem were revised to competitor devices, liner revised to a stryker liner. Shell was reported well-fixed and well-positioned and was not revised.

Event description:
It was reported that the patient's left hip was revised due to severe pain. Surgeon reported that the head disassociated with the stem. Head and stem were revised to competitor devices, liner revised to a stryker liner. Shell was reported well-fixed and well-positioned and was not revised.

Manufacturer narrative:
An event regarding pain and disassociation involving an metal head was reported. The event of disassociation was confirmed. Method & results: -device evaluation and results: a material analysis has been performed. The report concluded: " damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. Debris was also observed on the stem. Scratches were observed on the insert, which is a common damage mode of uhmwpe. Yellow discoloration consistent with absorption of synovial fluid was also observed on the insert. Eds showed the stem was consistent with astm f1813 alloy and the debris was consistent with a corrosion process from the head, biological material and from the hip stem. No material defects were observed on the surfaces examined." -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the event was reported for pain and head disassociation from the stem. The event was confimed on the basis of provided mar and images. "Damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. Debris was also observed on the stem. Scratches were observed on the insert, which is a common damage mode of uhmwpe. Yellow discoloration consistent with absorption of synovial fluid was also observed on the insert. Eds showed the stem was consistent with astm f1813 alloy and the debris was consistent with a corrosion process from the head, biological material and from the hip stem. No material defects were observed on the surfaces examined. Although the event was confirmed, the root cause could not be determined as insufficient information was provided. Further information such as operative reports, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to severe pain. Surgeon reported that the head disassociated with the stem. Head and stem were revised to competitor devices, liner revised to a stryker liner. Shell was reported well-fixed and well-positioned and was not revised.